Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that during pre-op both leads had high impedances. Surgical intervention took place where the system was explanted to address the issue.

Event description:
It was reported that the patient was unable to enter MRI mode, upon further investigation, system diagnostics recorded impedances on the lead. The patient still has therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4). Serial: (B)(6), batch: a000153449.